Event description:
The reporter indicated that following a replacement implantable collamer lens (icl) implantation procedure, the patient experienced inflammation. The lens remains implanted. The problem was resolved. Cause of event is unknown. There are multiple medical device reports associated with this patient. This report is 1 of 3 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Inflammation: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Claim #(B)(4).